Event description:
The patient was implanted with a left ventricular assist device. An intermacs report was received which indicated "elevated ldh with low inr, suspected pump thrombosis improved with IV anticoagulation only to worsen again and progress leading to death on (B)(6) 2015."

Manufacturer narrative:
Approximate age of device: 3 months. (B)(4). The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.